Event description:
The lay user/patient contacted lifescan alleging the meter has black marks in the display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
(B)(6). Same case as: 2134265-2010-03822. It was reported that post a coronary stenting treatment procedure, the patient experienced restenosis myocardial ischemia. The patient presented due to current unstable angina. Lesion 1 was located in the left posterolateral (lpl). The lesion was 80% stenosed, 2.5mm in diameter and 5mm long. The target lesion was treated with direct stenting with the placement of a 2.75x12mm taxus liberte stent. Residual stenosis was 0%. Lesion 2 was a bifurcated lesion located in the 1st diagonal. The lesion was 95% stenosed, 2.5mm in diameter and 30mm long. The target lesion was treated with predilation and placement of a 2.75x38mm taxus liberte stent. Residual stenosis was 0%. The patient was discharged 1 day later on aspirin and prasugrel. In (B)(6) 2010, the patient experienced myocardial ischemia and underwent cardiac catheterization. A 95% in-stent restenosis was identified in the 1st diagonal. The lesion was treated with balloon angioplasty and placement of a 2.75x28mm non-bsc stent. Residual stenosis was 0%. A 50-70% in-stent restenosis was identified in the lpl. The lesion was treated with direct stenting and placement of a 2.75x18mm non-bsc stent. Residual stenosis was 0%. The patient was discharged 1 day later on aspirin and prasugrel.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. A secondary issue was notes as lcd scratched. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.